Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirm power consumption was increasing in a gradual fashion. Device replacement was recommended. Moreover, ts discussed about beeper and how to reset or disable it. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirm power consumption was increasing in a gradual fashion. Device replacement was recommended. Moreover, ts discussed about beeper and how to reset or disable it. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device with the same model was then implanted. No additional adverse patient effects were reported.